Manufacturer narrative:
The returned reciproc blue file r25 8/100 25mm 025 is broken in the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. For information, we notice that the abs ring is absent from the handle. This device, intended to expand if we try to sterilize the file, has been obviously removed intentionally by the customer (large cuts are visible in the groove where the abs ring was present). This could mean that the file was possibly being reused when it has broken. This product is manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu. Nothing unusual to report was found during dhrs review (batches #1619798, #1626363, #1626525, #1619792, #1626831, #1626837, #1627353, #1622630 and #1628040). Per bounding with previous complaint pr#1940793, some available unused files had been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the production vdw batch #316781 is conform (representative sampling). Production meets specifications for information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The separated piece could not be retrieved and was incorporated into the filling.